Event description:
It was reported by the rep that during a laparoscopically assisted vaginal hysterectomy procedure. The device was fired across a ligament, and the staples did not form properly. The case was completed with no patient consequence.